Event description:
Pt's PICC was accessed for am labs, blood return was frothy with a large amount of air in blood. After labs were drawn, PICC dressing became saturated with blood. Dressing was removed and line was flushed. PICC leaking blood at the hub site." Rn used only 10 ml syringe to access and flush.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Received one 2.6f x 50cm double lumen PICC catheter for evaluation. The device was forwarded to the engineering department for further evaluation. A visual examination revealed that the catheter had been trimmed from 50cm to about 12.5cm in length. No damage to the catheter was visible. Liquid leak testing was completed on the catheter. The test revealed that the catheter was leaking at the lumen to hub juncture. Only the 21ga lumen leaked. No hole was visible. The catheter was inspected under magnification. For the hole to be visible the lumen had to be stretched, elongating the hole beyond the distal end of the catheter hub.the investigation into the cause of the failure is inconclusive.